Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was the plunger pcb and plunger cable. These were replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the syringe was not in position error. There was no patient involvement and no patient harm/adverse event reported.